Event description:
A customer reported a malfunction on their pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue happened again. The customer acknowledged and understood the instructions.